Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in a laparoscopic sleeve gastrectomy, the device were fired but in the middle of line there was not able to visualize staple formation completely. It was noted that the staples either sunk into tissue or were not fired all together. It was noted that there were excessive bleeding and tissue damage. To resolve the issue, staple line was over sew and clipped.